Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, after the right ventricular leadless pacemaker (vlp) was released from tether mode, there was an acute dislodgement. The vlp was successfully retrieved and a new catheter and device were obtained. During mapping the second vlp exhibited high capture thresholds and low impedance. The decision was made by the physician to redock the vlp and abandon the procedure. The patient was in stable condition.